Event description:
The device was used durng an unspecified procedure. Reportedly, the cystic duct was nicked by a staple that scissored. The surgeon performed a re-operation to correct the condition. The hosp has reported the pt's condition is satisfactory.